Event description:
It was reported while using bd¿ needle 1 in. Single use, sterile, 16 g a foreign matter was found in the needle. There was no report of patient impact. The following information was provided by the initial reporter:   it was reported by the consumer debris in needle and needle hub. Date of event- (B)(6). # of occurrences - 1.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on 08-feb-2022. Medwatch report #mw5107362.

Event description:
It was reported while using bd¿ needle 1 in. Single use, sterile, 16 g a foreign matter was found in the needle. There was no report of patient impact. The following information was provided by the initial reporter:   it was reported by the consumer debris in needle and needle hub. Date of event- 07-feb. # of occurrences - 1.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided material number 305197 and lot number 1210583. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.